Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield failure. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details: following up with the customer to clarify the details. (B)(4) faulty safety locks.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Lot/batch #: 3131108. Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a saftey shield failure. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details following up with the customer to clarify the details. Sm 368607_3131108 faulty safety locks.